Event description:
It was reported that an artificial urinary sphincter was removed due to recurring incontinence and fluid loss on an unknown date. A new artificial urinary sphincter system with a 4.5cm cuff was implanted. Additional information received indicated the was a hole in the original implanted device caused in the first operation.

Event description:
It was reported that an artificial urinary sphincter was removed due to recurring incontinence and fluid loss on an unknown date. A new artificial urinary sphincter system with a 4.5cm cuff was implanted.